Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was experiencing palpitations. A perforation was suspected. The rv lead amplitude had dropped from 19 mv to 2 mv and the pace impedance had significantly increased but was still within the normal range. Additionally, there was no capture at maximum output. The lead was set to pace at 100 bpm at maximum output and the pacing pulse could be felt at the patient's rib cage. The patient was admitted to the hospital and a revision procedure was scheduled. During the revision procedure, it was confirmed that the lead had dislodged and perforated. The specific location of the perforation was unspecified. The helix of the lead was then retracted and the physician attempted to reposition the rv lead. However, the helix would not extend. The rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were normal. Further testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations, and the root cause of the reported helix extension/retraction problem was unable to be conclusively determined. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long-term safety performance. The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
Additional information was received that the patient experienced a longer than expected recovery time post-revision procedure. Additionally, the patient experienced shoulder pain. No additional adverse patient effects were reported.